Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient had high impedances at the right stn during programming. There was no clinical correlation and it was deemed non-significant by the principal investigator. The patient was reprogrammed. The etiology was stated to be possibly related to the device/therapy/implant procedure. The event resolved without sequelae on (B)(6) 2011. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause was not determined.